Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was analyzed on an in-house system in normal mode. The iesu triggered fault c-34. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, fault c-34 occurred on the erbe generator. The generator was not working anymore. An intuitive surgical inc. (Isi)technical support engineer (tse) recommend using an external erbe generator to complete the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event. Fse was able to reproduce the reported error and replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. The complaint was confirmed based on field evaluation, which indicates that the device may have contributed to the customer reported issue.